Event description:
A company representative called a customer and it was reported that the insulin pump malfunctioned and the customer was in the hospital. The customer stated they were not using the insulin pump, due to hospitalization. A message was left for the customer to call and perform troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.